Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software and calibration files. System operates as intended.

Event description:
It was reported the system was displaying generator errors. No patient injury was reported.